Event description:
It has been reported to the manufacturer by a kimberly clark sales representative that while removing the drape after a colon resection procedure. Bloody fluids were noted on both sides of the pt and blankets. There was no report of any injury to the pt as a result of the product problem. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B) (4).

Manufacturer narrative:
The incident device has not been returned for eval. To date, a root cause has not been identified. Investigation process is on-going. A follow-up report will be provided if additional information becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.